Event description:
Customer reportedly received results of 52 mg/dl, 244 mg/dl, and 49 mg/dl within 7 minutes on the aviva system. Customer reported the strips were stored outside of the vial. No actions taken based on device results. No adverse event reported. The strips and vial were discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Discarded, will not be returned.